Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when using the 7f exoseal vascular closure device (vcd), the plug window did not change color. Subsequently another occluder was used to complete the procedure. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. The procedure used a retrograde approach. Femoral artery suitability, including the 30¿45 degree insertion angle, was verified via angiography. A 7f non-cordis sheath introducer was used. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis >50% at or near the puncture site. No resistance or excess force was encountered as the exoseal vcd was advanced through the sheath. The device connected without difficulty, and the sheath introducer was retracted until it engaged with the indicator wire cowling. It locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the device was retracted with the introducer until the indicator window turned solid black. The exoseal vcd was securely locked with the vascular sheath introducer. Hemostasis was achieved using manual compression. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when using the 7f exoseal vascular closure device (vcd), the plug window did not change color. Subsequently another occluder was used to complete the procedure. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. The procedure used a retrograde approach. Femoral artery suitability, including the 30¿45 degree insertion angle, was verified via angiography. A 7f non-cordis sheath introducer was used. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis >50% at or near the puncture site. No resistance or excess force was encountered as the exoseal vcd was advanced through the sheath. The device connected without difficulty, and the sheath introducer was retracted until it engaged with the indicator wire cowling. It locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the device was retracted with the introducer until the indicator window turned solid black. The exoseal vcd was securely locked with the vascular sheath introducer. Hemostasis was achieved using manual compression. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 8f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit, along with an additional cordis avanti 5f sheath returned separated from the exoseal unit with a 5f vessel dilator and a mini guidewire inserted on it. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, the device was returned with an 8f sheath inserted into the 7f exoseal device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, when using the 7f exoseal vascular closure device (vcd), the plug window did not change color. Subsequently another occluder was used to complete the procedure. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. The procedure used a retrograde approach. Femoral artery suitability, including the 30¿45 degree insertion angle, was verified via angiography. A 7f non-cordis sheath introducer was used. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis >50% at or near the puncture site. No resistance or excess force was encountered as the exoseal vcd was advanced through the sheath. The device connected without difficulty, and the sheath introducer was retracted until it engaged with the indicator wire cowling. It locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the device was retracted with the introducer until the indicator window turned solid black. The exoseal vcd was securely locked with the vascular sheath introducer. Hemostasis was achieved using manual compression. The device will be returned for evaluation.